Manufacturer narrative:
Event site name: (B)(6).

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) malfunction. There was patient involvement; however, no injury or harm occurred. The customer requested to check for blood draw-in due to iab rupture. A getinge field service engineer (fse) inspected the unit, focusing on the possibility of blood contamination. Upon inspection, no evidence of blood contamination was identified. The fse performed operational checks and additional diagnostic inspections, all of which confirmed normal device performance with no abnormalities detected.